Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It is unknown which blood glucose monitor and test strips were used for the results. Test strips lot number (498737) and an unknown lot number were reported.

Event description:
It was reported the patient received the following results within 15 minutes: 57 mg/dl and 201 mg/dl. It is unknown which blood glucose monitor and test strips were used for the results. Test strips lot number (498737) and an unknown lot number were reported.